Manufacturer narrative:
The investigation found the stent returned fully deployed. The stent was loaded onto the returned pusher with an in-house introducer and advanced into an in-house microcatheter for functional testing. The stent was able to advance, resheath, and deploy in open air without resistance. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported event. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported event.

Event description:
See h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an aneurysm embolization assisted by a stent, the initial placement and deployment of the stent were successful. Once the distal end of the stent exited the microcatheter and expanded, the surgeon felt that its position was too high. At this point, an effort was made to retrieve the stent for redeployment; however, the stent could not be retracted into the microcatheter. Despite several attempts at retrieval, none were successful. Ultimately, both the stent and microcatheter were removed together from the patient. After the system was replaced, the surgery proceeded without complications. There was no patient injury nor surgical intervention performed. The patient is fine.